Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva needle pierced the catheter. The following information was provided by the initial reporter: the issue is once you get into the vein, attempting to advance the catheter- it kinks and in 2 instances the needle has gone through the catheter itself. Injuries or adverse event: no.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383536 and lot number 4088937. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.